Manufacturer narrative:
Note regarding h1 (mandates) field: the esubmitter system requires a selection in field h1. Although this submission is part of a routine periodic safety report and no FDA-mandated reporting requirement is specifically applicable, the field was populated with "serious injury" solely to satisfy system validation requirements. Case reference number: (B)(4) (follow-up) is a spontaneous report initially received from a physician on (B)(6) 2025 which concerned a 38-year-old male patient who received epicel grafts. The patient experienced *mold infection on wounds (pt: wound infection fungal) *, withdrawal of care (pt: therapy cessation) and expired (pt: death). On 14-apr-2025, qc lot release assays (graft inspection qc2-027, dual stain qc2-094, endotoxin qc2-010, sterility pre-release qc2-005, sterility final product qc2-012) and environmental results (manufacturing: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right, sleeve - left and right) and grade b (viable air particulates and nonviable air particulates) and qc sterility: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right, sleeve - left and right) were performed. All results were reported as ''pass''. Qc lot release assay (implemented 29-sep-2019) 3t3 residual assay q2c-136 was reported as 0.1 - pass. The patient's medical history included obesity, multiorgan failure, sepsis, the procedure of amputation bilateral lower extremities (ble). The patient's concomitant medication details were not reported. On (B)(6) 2025, the patient experienced 70 percent (%) burn injuries. On the same date, the patient was hospitalized and experienced multiorgan failure, sepsis and amputation of bilateral lower extremities. On (B)(6) 2025, the patient received epicel grafts (cultured epidermal autografts) (lot number: ee03401, expiration date: 15-apr-2025) for large burn * of 70%*. On an unknown date, the patient experienced the mold infection on wounds (pt: wound infection fungal). On (B)(6) 2025, there was withdrawal of care applied (pt: therapy cessation) and the patient passed away (pt: death). The cause of death was multiorgan failure. It was unknown if the autopsy was performed. At the time of the report, the outcome of the event of death was fatal and for the events of withdrawal of care and mold infection on wounds the outcomes were unknown. It was confirmed that death was not related to the use of epicel. It was more likely due to nature and severity of the patient's injuries. No further information was provided. All follow-up information is blended into the case narrative above, with the latest information presented between asterisks (*). Follow-up information was received from a company employee on 26-aug-2025 and new information included the patient's full date of birth, the date when patient suffered burn injuries, confirmation that the patient was sick due to nature and severity of his injuries and not due to epicel. The product indication was changed from "large burn 50%" to "large burn 70%". Mold infection on wounds was added as the new event, the reported causality was changed from not reported to not related. The narrative was updated accordingly. Company comment: vericel has assessed the event of death as serious (due to fatal outcome and hospitalization), not related and considered expected. The event of wound infection fungal is assessed as serious (due to medical significance), not related and expected. The event of therapy cessation is assessed as non-serious, not related and unlisted. The case does not qualify as a 30-day MDR nor as a 15-day report.

Event description:
Death [death]. Mold infection on wounds [wound infection fungal]. Withdrawn of care [therapy cessation].